Event description:
It was reported that the asymptomatic patient presented in the clinic for the routine follow up on (B)(6) 2017. Upon interrogation, the right ventricular lead had increasing impedance and no capture with the maximum output. It was also noted that the lead exhibited undersensing and noise detection. Upon x-ray review, an insulation anomaly was noted at the proximal end of the lead. On (B)(6) 2017, the patient was brought into the surgery, the lead was reconnected to the device and all the electrical measurements went back to normal. The patient was stable throughout the whole event.